Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the low blood glucose was due to work out. The customer reported that she received a button error alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was 40 mg/dl at the time of incident. The customer stated that she treated the low blood glucose with glucose tablets. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.